Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) ethnicity female patient who underwent a revision breast augmentation with a 325 cc mentor memorygel breast implant (left) and a 275 cc mentor memorygel breast implant (right) experienced bilateral grade iii capsular contracture postoperatively. The patient started experiencing the capsular contracture in (B)(6) 2019. The patient had a consultation in (B)(6) 2020, and the diagnosis was confirmed by a healthcare professional. The condition of the left side is more severe than the right side. The patient was treated with aspen ultrasound therapy to increase the blood circulation around the implants. As a result, the patient is planning to undergo bilateral removal and replacement. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left-sided prosthesis.